Event description:
It was reported that post implant, the device showed noise on both leads, with most of the noise in the atrial channel. An impedance test was unable to be performed so the device was removed from the pocket. The leads were checked via analyzer with good results but after the device was reconnected the same issue occurred. Several programming options were tried with no success. The device was removed and a new device was connected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The inability to take lead impedance readings was confirmed; however, the root cause could not be found. The anomalous condition disappeared during analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.